Event description:
It was reported that there was a possible over pressure of fluid during a shoulder arthroscopy. The pump setting was reported to be at 35, however, the pump was pumping over that pressure. When the tubing was clamped the pump continued to run, then it shut off. Pump continued to move fluid at a high pressure even though the pump reading was at 35, the shoulder became swollen, and the case was aborted, still pending rescheduling. The swelling went down on its own, no reported patient injury; patient was discharged the same day.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review of the pump revealed nothing relevant to this event. The complaint on the pump was not confirmed. No problems found. Pump functioned as required. Evaluation of the returned tubing with an unknown lot number revealed that the bladder/sleeve inside the drip chamber collapsed 100%. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.